Manufacturer narrative:
The customer¿s report of a burnt smell from the iui was confirmed during the visual inspection; however, testing performed on the source pump module failed to replicate a thermal event. Inspection of source pump module¿s male iui identified thermal damage on pins 14 (+8 v in/out) and 15 (ground). Resistance testing performed on the damaged iui found no short circuiting across all 15 contacts of the iui. The iui test method (dir (B)(4)) was performed on the returned pump module. Testing failed to replicate a thermal event or channel disconnection. The unknown mated device was not returned and could not be inspected or tested. The source pump module was being used for treatment. The source pump module was received with a thermally damaged male iui. There were no other irregularities observed externally. Internally the rubber motor mount was observed torn. The proximate cause of the thermal event is believed to be the result of fluid spill on the male and the mating female iui of an attached device. Review of the source pump module s/n (B)(4) service history record showed the device had a manufacture date of 02oct2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 21sep2020 indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. A device history search could not be performed on the unknown mated source device. The customer did not return any additional product for this investigation.

Event description:
It was reported that the device had a burnt smell from the iui. There was no patient involvement.